Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application displayed a message, in the middle of a sensor session, that the g5 mobile application has forgotten her transmitter identification. No additional patient or event information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for the g5 mobile application forgetting the transmitter identification could not be confirmed. The root cause could not be determined, post investigation.